Event description:
Procedure type: lap chole. According to the reporter: during insertion into the trocar, a piece of the blue rubber seal broke off and fell into the abdominal cavity.

Manufacturer narrative:
(B)(4).